Event description:
The complainant reported that a patient endured runs of ventricular tachycardia (vt) during impella 5.5 support. The condition self resolved and no further action was required. Three days into support, a hematoma developed at the cutdown site. One unit of blood was transfused and heparin was withheld to manage the condition. The patient was then taken to the operating room for a washout to treat the site. Due to ongoing concerns with the site, a warm compress was eventually placed and the range of motion of the right upper extremity was limited. Two days later, the patient developed signs of hemolysis evidenced by pink tinged urine. The provider opted against repositioning the pump or adding fluids. As support continued, the patient once again endured runs of vt for which they were defibrillated. Impella support continued following the intervention.

Manufacturer narrative:
A3 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of vf/vt/af/at, hemolysis, and access site bleeding has been completed. The impella device was not returned for evaluation. Vf/vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Hemolysis: data logs were reviewed and a slight trend down in placement signal was observed on day of reported hemolysis. Cvp was low at 7 on (B)(6) 2025 but was up to 13 on (B)(6) 2025. Cm marking noted to be 51 on (B)(6) 2025 confirming that the pump position was never changed. Physician did not want to reposition or give fluids. The cause of the hemolysis was most likely patient condition related as clinical details noted hemolysis resolved without repositioning and data logs showed a slight trend down on placement signal on day of reported hemolysis. Access site bleeding - major: clinical details noted that the patient had a hematoma at the access site that required surgical intervention. The cause of the access site bleeding could not be definitively determined as limited clinical details were provided. D6b explant date added b2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30551. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30551. H1 type of reportable event was erroneously selected on the initial manufacturer device report number 1220648-2025-30551. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30551.